Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected motor error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It is reported that the customer had high blood glucose levels of 446 mg/dl. The customer was treated with manual insulin injections. The customer reported multiple no delivery alarms from the insulin pump. Troubleshooting was done. The alarm history of the insulin pump also showed no delivery alarms on the day of the event. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.